Event description:
Reported false negative results. The consumer communicated the result was confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 10 minute result read time. Investigation summary: in response to your complaint, we tested retained devices from the reported lot with positive standard. In our quality control laboratory, all the retained devices tested yielded valid and accurate positive results at the ten (10) minute result read time. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: insufficient info. Source: phone.